Manufacturer narrative:
Product event summary:the full lead was returned and analyzed.. Analysis was performed and no anomalies were found.the distal lv (low voltage) electrode of the lead was covered in blood and the helix of the lead was extrinsically bent. The analyst also noted:lead returned with the helix was lightly bent but the helix was able to be extended and retracted.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during implant the when the physician tried to deploy the helix the whole lead body would rotate and flick out of the desired position. The lead was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.